Manufacturer narrative:
Device initially not expected to return. Device was returned and analyzed therefore the fields were updated to reflect the return.

Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system. In turn, the patient underwent surgery wherein the ipg was explanted.